Event description:
It was reported that before use, the customer opened the package of the product and found that the stent of model 778626 was broken and was not continued to be used. After replacing the product with a new one, the surgery was continued and there was no impact on the patient during the operation.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used ureteral stent. Visual inspection of the one-photo sample noted that the ureteral stent was broken into two pieces. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, the customer opened the package of the product and found that the stent of model 778626 was broken and was not continued to be used. After replacing the product with a new one, the surgery was continued and there was no impact on the patient during the operation.